Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 with a blood glucose level of blood glucose of 700 mg/dl. The customer stated that their cannula was bent. The customer stated that they received a no delivery alarm. The customer was sent new sets to resolve the issue. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.